Event description:
It was reported that after the iab was partially inserted, resistance was encountered and it could not be fully advanced. Because of this, the iab was removed and replaced without any complications.

Event description:
It was reported that after the iab was partially inserted, resistance was encountered and it could not be fully advanced. Because of this, the iab was removed and replaced without any complications.